Event description:
The following events were noted through a periodic article review entitled "acute and long-term outcomes of ostial stentings among bare-metal stents, sirolimus-eluting stents, and paclitaxel-eluting stents". A physician-initiated prospective, single-center observational study was conducted with patients who underwent elective placement of coronary stents between (B)(6) 1995 and (B)(6) 2011. In this study, 420 patients were enrolled, 243 of which were assigned to the bare metal stent (bms) group. Of this bms patient population, the multi-link stent was used as well as three other non-abbott bms. All stents were implanted successfully. The article does not directly correlate the adverse outcomes to a specific device/brand/manufacturer. There were two in-hospital deaths in the bms group. The 6-9 month follow-up data indicates that 34 deaths (22 cardiac and 12 noncardiac) occurred in the bms group.

Manufacturer narrative:
(B)(4). Date of event estimated. Stent: johnson and johnson palmaz-schatz, medtronic driver, boston scientific express. (B)(4). There was no reported product deficiency. The reported death is listed as an adverse event associated with coronary stenting in the instructions for use. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.